Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01588 to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of evaluation, it was found that the probe broke off at 18.5 mm from the distal end. There were scratches. The shape of the fracture surface showed that the fracture developed from the scratches as the starting point. The manufacturing history was reviewed, with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was scratched when the user output the device contacting with something hard, besides the probe was cracked and broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. The probe of the device broke off and fell into the patient. The fragment was retrieved. The procedure was completed with another device. There was no patient injury reported.